Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and system advisory - low battery was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Pump turned on with battery at 11% capacity. After charging battery for several minutes it was at 15% capacity. All connections were secure. Service replaced battery for preventive.

Event description:
It was reported that a battery was not holding a charge.